Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. The download data reported an 0x1c alarm after the pump ran 80 hours. Damage was found at the 90-degree bend and on the slide retract, indicating improper installation of the formed needle, which was not seated in the slide retract. These issues resulted in the formed needle failing to retract and contributed to the reported symptoms. No blood was observed on the adhesive pad nor the device. No issues were found that would affect the device's ability to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not retract as intended and the patient experienced pain from the infusion site, this indicates a needle mechanism failure. The pod was worn longer than 48 hours.